Manufacturer narrative:
(B)(6). H10: a manufacturer's product support engineer (pse) evaluated the device and was unable to reproduce the issue. No abnormality was found during functional testing. The pse confirmed the pressure resistance hose was clogged with foreign matter and could be considered the cause of the device alarm. The device was cleaned and confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00342. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from a customer reporting an oxygen not available alarm occurred on a v60 ventilator. The device was in clinical use. The patient saturation readings dropped during this event. The customer replaced the unit with another v60; the patient's saturation recovered as a result. There was report of no harm. A manufacturer's product support engineer (pse) reported the pressure resistance hose seemed to be clogged on the inside and oxygen flow was decreased. A customer medical engineer (me) replaced the pressure resistance hose. The me requested device evaluation to verify that there is no device failure.